Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. However, photos were provided for evaluation. A total of 2 photos were received within the pdf presentation. The first photo taken inside of body shows green fibrous material wrapped around the pig tail end of the j-tubing and can be classified as a bezoar. The second photo shows a removed portion of peg tubing (with internal retention plate) and a portion of j-tubing with bolus running through the peg. Bezoar is not present, and no apparent damage observed to remaining portions of tubing in second photograph. A bezoar is a known complication of a j-tube placement. Health effect clinical code of 4581 was chosen to capture the event of green fibrous material wrapped around the pig tail end of the j-tubing and can be classified as a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patent in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. This repot was received from a presentation by a physician. On an unknown date, food clots were entangled in the patient's j tube. The j tube was cut and removed via mouth endoscopically.